Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that all retainer rings were bent, and the hex slot on the ventricular tip setscrew was damaged. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a general replacement procedure, the physician had difficulty loosening the setscrews of this device to release the lead. The lead was eventually removed and no damage to any products was noted. The device was explanted successfully. No adverse patient effects were reported.